Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of 5fu (fluorouracil), at a rate of 4.4ml/hr, with a volume to be infused (vtbi) of 200ml and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the pt reported the device stopped delivering. At that time, it was reported a volume of 82ml had been delivered, instead of an unspecified volume. The pt did not know if the device had alarmed prior to the delivery stopping. The device was removed from clinical use. Therapy was completed using a replacement device. There were no reported adverse pt effects or delay in critical therapies to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the most recent programming in the device history indicated on (B)(4) 2013 at 1055 a new container was programmed for delivery in the continuous only deliver in ml, at a rate of 4.4ml/hr, with a vtbi of 200ml, no kvo rate was programmed and a container size of 210ml and the device was powered off. Between 1116 and 1122, the device was powered on using battery power, a start alarm occurred, silenced and the delivery was started. At new date stamp occurred for (B)(6) 2013. Between 0844 and 0857, a check cassette alarm (d) occurred, was silenced, the delivery was stopped, a cassette was inserted, the delivery started, an end of infusion alarm occurred and the delivery was stopped, a check cassette (p) alarm occurred and silenced, a cassette was inserted, a power loss alarm occurred and the device was powered on. Between 0858 and 0947, the delivery was started and stopped 3 times, a start alarm occurred 5 times, a power loss alarm occurred 2 times and a new container was indicated. This report represents all the info known by the reporter upon query by hospira personnel.